Event description:
Three patient samples with discrepant glucose results. Patient 1, initial result gave 23 mg/dl, repeated three times giving 23, 33 and 131 mg/dl. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause of the discrepancy was due to a problem with the glucose cassette, and loaded new glucose cassette. Performance tests were performed which were within specification.

Event description:
Three patient samples with discrepant glucose results. Patient 3, initial result gave 2 mg/dl; repeated gave 95 mg/dl. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause of the discrepancy was due to a problem with the glucose cassette, and loaded new glucose cassette. Performance tests were performed which were within specification.

Event description:
Three patient samples with discrepant glucose results. Patient 2, initial result gave 25 mg/dl, repeated three times giving 25, 13 and 77 mg/dl. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause of the discrepancy was due to a problem with the glucose cassette, and loaded new glucose cassette. Performance tests were performed which were within specification.